Manufacturer narrative:
The information in this report was provided by the patient's attorney. No additional information is available at this time due to ongoing litigation. Based on the limited information provided, the event could not be confirmed and the cause could not be determined. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device remains implanted.

Event description:
It has been received by the legal department a bureaufax stating that there is a patient that has a stryker product implanted that has broken. The implant reported is a dall miles cable.